Event description:
It was reported that today, a serious incident occurred at our facility involving the medical device (bd connecta stopcock three-way stopcock). There was a loss of medication via a perfusor; the medication leaked into the patient¿s bed without any visible damage or leakage. This resulted in life-threatening circulatory instability requiring resuscitation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.